Event description:
During surgery the instrument would not completely tighten the zip tie. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. The device history record was reviewed and no complaint related issues were found. The product development event evaluation determined that the tensioning level achievable with the returned devices were much less then as per the design intent. Two mechanical tests, as documented under (B)(4), were preformed with the returned instruments to determine if the instrument tension limiting function and or spring are within the design intent or specifications. The first testing confirmed that the instruments do not reach the anticipated tension levels as per the design intent. After the instruments were lubricated, as per the instrumentations provided in the systems technique guide, the tests were repeated. The tensions achieved with both instruments now were within the design intent. There were no design related issues found on the returned devices which could have contributed to the reduced tension limiting function. The manufacturing evaluation determined that this complaint is invalid from a manufacturing perspective as insufficient lubrication during reprocessing caused the complained malfunction.